Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had "possible device migration". The device remains in use. The patient is enrolled in the refine ICD clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was also reported that the patient complained of a sensation of device buzzing. A device interrogation and chest x-ray were done with no findings. Three months later device interrogation and the chest-x ray were repeated and it was noted that the left-sided ICD appeared stable.